Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother stated that the insulin pump had a blank display. The reported blood glucose reading was 348 mg/dl. The mother did not want to troubleshoot and asked to have the insulin pump replaced.